Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. After approximately five (5) minutes of running on test balloon, the iabp generated gas loss in iab circuit error messages consistently. The fse took the iabp unit apart and checked all pneumatic connections and hose, and all looked fine. The fse ran the iabp unit thru a pneumatic module test three (3) times and it failed the leak test each time. To fix the issue, the fse installed a new pneumatic module, and performed a complete calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak in iab circuit error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.